Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: it was reported that a new 1788 shut down (both ccu and or hub), mid case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. It is hard to determine the cause of this failure based on the information given by the customer since we were not able to replicate it in house. The most probable cause of the issue could be a power surge at the customer's facility or a bad connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.